Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was not feeling any stim sensation and that the were elevated impedances. The therapy measurement was 1574 ohms with the best electrode selection. It was noted that impedances were tested at 3v. Surgical intervention was discussed. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had not used the device for quit awhile and was contemplating not getting any interventional work done. No further complications were reported.